Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device remains implanted and will not be returned. Per the instructions for use of the device, catheter kinking is a known possible risk of use of the device. Cs also added that the catheter was tight under the pump as patient had lost of a lot weight which led to the pump sitting lower than initially implanted. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a catheter revision that was performed as a result of underinfusion volume discrepancies. For the initial volume discrepancy, the expected volume was 5.6ml and the actual aspirated volume was 17ml. Over a month later, a second underinfusion volume discrepancy was alleged as the expected volume was 3.6ml and the actual aspirated volume was 19ml. Finally, weeks later another underinfusion volume discrepancy was alleged with the expected volume being 4.3ml and the actual aspirated volume being 18.7ml. The patient had alleged a lack of pain relief. Due to the volume discrepancies, the physician suspected that there may be an issue with the catheter but also wanted to ensure the pump was functioning. During surgery, it appeared that there was no issue with either, but the physician felt there may have been a kink at the pocket. During the procedure, the pump was removed from the pocket and disconnected from the catheter, allowing approximately 4-5 ml of csf to come out of the disconnected catheter, showing catheter patency. At that time, the physician saw no reason to do a catheter revision and instead tunneled the catheter over to the 'belly' (the site of new pocket).